Event description:
It was initially reported that the device had its service indicator illuminated. After an additional inspection, it was observed that the device would not have had the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. This device is a loaner device owned by physio; therefore, physio has decided to retire the device from service. The cause of the reported failure could not be determined.